Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation there was no reproduction of the failure and the fse informed them that it is being due to the possibility of "board deterioration" over time and received their consent and no work has been occurred.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) system error occurred. There was no patient impact reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.